Event description:
Pt underwent bilateral inguinal hernia repair. After the procedure, pt was noted to have an unexplained cutaneous burn near the left inguinal incision. The overhead light in the operating room was noted to be stuck in the maximum intensity position.